Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The date of the event was unknown. It was reported the pump was replaced (B)(6) 2019. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were unknown. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. The pump was replaced as the pump had been stalled since (B)(6).

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.